Event description:
(B)(4) has received a patient complaint about an incident involving a walker allegedly imported and distributed by (B)(4). Claimant's daughter stated her mother was exiting the elevator when one of the walker legs snapped below the joint. Claimant fell and hit her head and bruised her shoulder. Claimant is currently in a nursing home due to a broken clavicle and cracked ribs. This MDR report is based on the complaint from claimant's daughter and the information provided by the (B)(4) supplier.